Event description:
It was reported that 300 of the bd maxzero¿ extension set was difficult to disconnect. The following information was provided by the initial reporter, translated from swedish to english: luer lock connector gets stuck on the cvk. Need instrument to disconnect mz 5301. Customer sees a difference from older products and experiences difference for the worse.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 13jul2023. H6: investigation summary: two mz5301 samples were received for investigation; one sample was received without packaging, and one sample was received in sealed packaging from lot 21095727. The feedback provided by the customer suggests it was difficult to disconnect the male luer of the maxzero extension set from an unknown catheter due to the design of the male luer. A visual inspection of the returned samples did not identify any obvious damage or manufacturing defects which could have caused or contributed to the customer's experience. The samples were subjected to functional testing by connecting to a 50ml bd plastipak syringe and bd microlance 3 needle from stock, and priming with fluid; in each instance, a secure connection was established and no flow issues were detected. The microlance needle was then connected and disconnected from the extension set several times; again no connection or disconnection issues were detected throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21095727 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customers experience. However, the manufacturing site confirmed that the mz5301 product previously could be manufactured with two designs of male luer, however all future production of the mz5301 product will be manufactured with the luer design where the collar can not be slid down the length of the tubing. Please note the affected product was manufactured in september 2021, prior to the corrective action being implemented on the 30th of october 2021.

Event description:
It was reported that 300 of the bd maxzero¿ extension set was difficult to disconnect. The following information was provided by the initial reporter, translated from swedish to english: luer lock connector gets stuck on the cvk. Need instrument to disconnect mz 5301. Customer sees a difference from older products and experiences difference for the worse.

Manufacturer narrative:
Investigation summary: an mz5301 sample was not available for investigation; however, the customer indicated the complaint sample was from lot 21095727. The feedback provided by the customer suggests it was difficult to disconnect the male luer of the maxzero extension set from an unknown catheter due to the design of the male luer. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21095727 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation.

Event description:
It was reported that 300 of the bd maxzero¿ extension set was difficult to disconnect. The following information was provided by the initial reporter, translated from swedish to english: luer lock connector gets stuck on the cvk. Need instrument to disconnect mz 5301. Customer sees a difference from older products and experiences difference for the worse.